Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation the air/water and suction cylinders had no color, the focus was not changed to near point due to damage on the plug unit, the plug unit was scratched, water tightness was lost due to a pinhole on the bending section cover, the water removal ability did not meet the standard value due to clogging of the nozzle, the objective and light guide lenses were cracked, the connecting tube was buckled, and the universal cord was wrinkled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer returned the evis exera iii colonovideoscope with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the air/water cylinder and tube had a whitish foreign material. The report is being submitted due to foreign material in the scope found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected and prevented in accordance with the following instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events. Olympus will continue to monitor field performance for this device.